Event description:
It was reported that the user experienced recurrent low blood glucose readings, with a nadir of 65 mg/dl and periods of out-of-range readings for approximately two hours, while using the ilet system; the user believed insulin was delivered when returning to range, and an agent explained that the pump would not deliver insulin at low levels and provided education on treating lows and on differences between cgm and fingerstick values. Symptoms included none reported. Outcomes included resolution of hypoglycemia following treatment with 15 grams of carbohydrates every 15 minutes and continued monitoring. Investigation included customer support troubleshooting and user education on hypoglycemia management and meter versus cgm accuracy. Investigation of this case revealed no device malfunction reported, and the event was consistent with hypoglycemia of unclear cause with appropriate device alerts and effective carbohydrate treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.